Event description:
Pt experienced discomfort with the total knee replacement. The knee was revised to an off the shelf implant system.

Manufacturer narrative:
Pt experienced discomfort with the total knee replacement. The knee was revised to an off the shelf implant system. Review of the device history record indicates that the device was manufactured to specification.